Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant on (B)(6) 2022. The defect was sized using a 2 dimensional and 3 dimensional transesophageal echocardiogram (tee). The occluder was deployed, approximately 25 minutes post placement it was discovered through tee, that the occluder had migrated out of position and embolized into the patient's left atrium and did not impede any blood flow. The occluder was successfully removed through a large 25mm catheter. The patient remained hemodynamically stable throughout the procedure. The event occurred without delaying the procedure. The procedure was aborted. The patient was discharged the following day.

Manufacturer narrative:
An event of device embolization into the left atrium was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
N/a.